Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose of 316 mg/dl, after observing that the cartridge had become loose and was partially coming out of the device; the cartridge was resecured, tubing was filled, the prior cartridge was inspected for leakage, and drops were observed upon pressing and holding the plunger, suggesting disrupted insulin delivery. Symptoms included elevated blood glucose. Outcomes included user self-management and continued monitoring without hospitalization. Investigation included user-guided troubleshooting and inspection of the cartridge and infusion system. Investigation of this case revealed an apparent interruption of insulin delivery associated with a loose cartridge, consistent with a device connection or assembly issue at the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related connection looseness leading to delivery interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.